Event description:
It was reported that 5 bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced a missing tubing clamp noted during use. The following information was provided by the initial reporter: material no.: 383536 batch no.: 9056979. Per complaint form: 5 nexiva closed IV catheters were identified to have no clamp resulting in not being able to close off blood flow from access.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd nexiva dual port 20ga 1.00in (1.1 mm x 25 mm) experienced a missing tubing clamp noted during use. The following information was provided by the initial reporter: material no.: 383536, batch no.: 9056979. Per complaint form: 5 nexiva closed IV catheters were identified to have no clamp resulting in not being able to close off blood flow from access.